Event description:
Customer cleared the alarm and resumed insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level. Customer changed pump supplies to address the issue.